Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further clarification, it was confirmed that the cap was disconnected from the cannula. A cap was disconnected from the cannula is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg report num. 1644019-2025-00133. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the orange cap was disconnected from the metal holder, and the holder fell into the vitreous cavity and was promptly removed during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).